Manufacturer narrative:
The customer's complaint that the spin collar cracked or broken off could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that while connecting the tubing to a trifuse on a patient, the spin collar cracked then broke off. They do use alcohol caps on the line but not for greater than 5 minutes to draw labs as needed. There was no patient harm.